Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death was requested and not received. Evaluation summary: (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. The lead was stretched and there was apparent explant damage. The defibrillation conductor was distorted and fractured (overstress). The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism and it was distorted/bent. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The lead was stretched and there was apparent explant damage. All conductors were distorted, stretched and fractured (overstress). (B)(4)- the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The outer insulation had cosmetic environmental stress cracking and cosmetic depression. There was blood in/on the helix/lobe mechanism and it was distorted/bent. (B)(4)-the device was returned to the manufacturer and analyzed. The device experienced normal battery depletion and met expected longevity.

Event description:
It was reported that the patient is deceased and died approximately five months post the cardiac resynchronization therapy w/defibrillator (crt-d) system implant. The patient presented to the emergency department "with pulmonary issues" one week before being found deceased. The device was interrogated at the "request of [the] family/coroner's office" and electrophysiologist (ep). The ep determined there was no arrhythmia or device performance issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death was requested and not received. Evaluation summary: (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. The lead was stretched and there was apparent explant damage. The defibrillation conductor was distorted and fractured (overstress). The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism and it was distorted/bent. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The lead was stretched and there was apparent explant damage. All conductors were distorted, stretched and fractured (overstress). (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The outer insulation had cosmetic environmental stress cracking and cosmetic depression. There was blood in/on the helix/lobe mechanism and it was distorted/bent.